Event description:
It was reported by the patient that the device beeping was heard and thought a magnet was too close to the device, however felt ok, but heard the alert tone. It is unknown the cause of the alert and whether there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.